Event description:
A malfunction alarm with the code malf 12 was reported, which did not have an adverse impact on the customer¿s blood glucose level. Customer support assisted the caller in resetting the pump, but the malfunction code persisted after the reset. Consequently, customer support arranged for a pump replacement and confirmed the shipping details. The customer was advised to use an alternate therapy, mdi, to maintain insulin delivery and was instructed on returning the malfunctioning pump using a pre-paid label within 10 days.